Event description:
In 05/05, the pt called in to say that the tip of one of the co's instruments had broken off during surgery and was not retrieved from the right knee. An x-ray was obtained in the same day, and it was verifired that the tip of the device had migrated to the back of the knee. Follow up to the facility and user by the sales rep confirmed the report and determined the catalog and lot number of the device. The user reported looking for the device for 15 minutes before proceeding with the surgery without locating the device. It is unk if additional surgical intervention is planned to remove the tip.